Manufacturer narrative:
Date of event: please note that this date is based off of the month of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information (i.e. Serial/lot numbers) from the article or to match the events reported with previously reported events. The device was used for an off label indication. (B)(4).

Event description:
Radic, j.a.e., beauprie, I., chiasson, p., kiss, z.h.t., brownstone, r.m. Motor cortex stimulation for neuropathic pain: a randomized cross-over trial. Canadian journal of neurological sciences. 2015;42(6):401-409. Doi: 10.1017/cjn.2015.292. Summary: chronic motor cortex stimulation (mcs) has been used to treat medically refractory neuropathic pain over the past 20 years. We investigated this procedure using a prospective multicentre randomized blinded crossover trial. Reported events: subject 12: a (B)(6) male patient implanted with a motor cortex stimulation (mcs) system for right brachial plexus avulsion withdrew from the study due to anxiety related to an early seizure during threshold testing. This was referred to as a transient adverse event. It was noted that patients were implanted with 3587a leads and 7426a extensions. Follow-up to the article¿s corresponding author has been requested for patient/device info and event dates. A supplemental report will be submitted if additional information is received.